Event description:
A customer reported experiencing a past high blood glucose event, with the highest-level recorded at 600 mg/dl. Cause was not known. The customer addressed the situation by administering a correction bolus via the pump. Tandem technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer understood and acknowledged this advice.